Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer replaced the power cord during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported the system failed to boot up. There are no reports of patient injury or death associated with this event.